Event description:
Additional information noted that provocation maneuvers were performed and it was noted that x-ray taken was unremarkable. A request for review of this case as requested from boston scientific technical services (ts). Ts noted due to the fact that impedance changes were recorded for different body postures can possibly be related to device movement in the pocket. Ts discussed monitoring the patient vie remote monitoring system and evaluate the system integrity each follow up.

Event description:
Additional information provided from the field indicated this patient was brought back in and a test shock was delivered successfully. No further changes were made and the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that an increase in the shock impedance measurements and capture threshold was noticed in this implantable cardioverter defibrillator (ICD). X-rays did not show any anomalies. Provocative maneuvers caused impedance changes that according to technical services, could be caused by device pocket movement. The patient was brought for a commanded shock test and adequate results were obtained. Shock therapy is functioning as expected. It was decided to continue monitoring the patient. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 and 003 from hold status.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a rise in shock impedance measurements was noted when it comes to this device and right ventricular (rv) lead. A possible rv lead microdislodged was suspected. The lead pace impedance measurements appears stable while the pacing thresholds shad increased since the implant. A review by technical services (ts) was requested. Ts discussed and gave advice on the case and possible troubleshooting. The system remains implanted at this time. No adverse patient effects were reported. It was noted that the patient would be brought in for provocative testing but have no date scheduled yet. Patient is currently monitored with remote monitoring.